Event description:
There was an allegation of questionable na electrode results for 3 patient samples and questionable na electrode and cl electrode results for 1 patient sample on a cobas 8000 ise 900 module. Sample 1: the initial na result was 148 mmol/l and the repeated result was 141 mmol/l. Sample 2: the initial na result was 153 mmol/l and the repeated result was 143 mmol/l. The initial cl result was 116 mmol/l and the repeated result was 105 mmol/l. Sample 3: the initial na result was 150 mmol/l and the repeated result was 137 mmol/l. Sample 4: the initial na result was 154 mmol/l and the repeated result was 139 mmol/l.

Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The calibration and qc were acceptable. A precision test was performed and the results were acceptable. The field service representative found air bubbles in a syringe and the customer's centrifugation time was too short. The investigation is ongoing.

Manufacturer narrative:
No abnormalities were observed during the instrument check. The investigation determined the issue was consistent with a pre-analytical handling issue.